Manufacturer narrative:
(B)(4) date sent: (B)(6) 2015 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap pneumectomy, the cartridge could not be loaded into the device at the 6th firing since the cartridge pan of the 5th cartridge came off and it was left in the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.